Event description:
Our daughter has been a contact lense user since 09/2004. In 01/06 she developed an eye infection. Visits to the dr revealed that she had a serious fungal infection in her right eye. The diagnosis was "fuccerium" and was prescribed around the clock hourly administration of natamycin and vigamox. Recent reports of problems with bausch and lomb "renu" products leads us and her physicians to believe that the cause may be related to her use of this product.